Manufacturer narrative:
Service evaluation pending.

Manufacturer narrative:
Supplemental report

Event description:
The manufacturers service engineer reported the device diagnostic log noted a vent inop due to data acquisition pcba adc reference failure while operating on battery power. During evaluation, the service engineer reported a failure of the data acquisition pcb to motor controller pcb board cable resulted in the reported problem. The service engineer replaced the cable to address the reported problem. Final checkout was performed per operating specifications.

Event description:
The international customer reported the ventilator battery seems failed. The customer reported the device was in use on a patient and there was no patient harm. Power failure due to ac or battery power loss may result in shutdown of device during normal ventilation operation. Service evaluation is pending.